Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 04/11/2017. The reporter of the event was asked to indicate product serial number. To date, no further device information has been received by apollo. Without device or device serial, the taper type is unknown. Should the device be removed, a visual examination may determine the connecter type associated with the reported events. Device labeling addresses the reported event as follows: precautions: patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported "to visit the ER due to food getting stuck, and since then unable to drink water and has been vomiting." The patient was admitted a second time in ER for a day as the patient was still experiencing vomiting and the ER physician was able to drain the fluid from the band entirely. Device remains implanted.